Event description:
Patient underwent scheduled outpatient egd(esophagogastroduodenoscopy) with g tube placement. During the g tube insertion, the clear plastic catheter slowly began disappearing into the patient's subcutaneous adipose tissue. We lost endoscopic visualization. Fortunately, it was quickly retrieved with a kelly clamp by the gi fellow. The g tube was able to be placed. Upon discussion with the gi attending after the case, there may be a design flaw in this product. The end of the trocar catheter is not tapered, which essentially would prevent this from happening. Also, the catheter is short, which contributed to this close call. A longer catheter would be safer for patients with more subcutaneous adipose tissue. Upon reflection, we had another case approximately 1.5 years ago where the catheter was lost and the patient needed to have it surgically removed. It was the same product, but staff attributed it to a probable fistula. Thankfully, the outcome from this case was not similar. Ref report: mw5167427.